Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). In 2013, the patient experienced dyspareunia ("pain during intercourse"), rash ("rashes / skin rash- outbreak") and nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), uterine pain ("uterine pain"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), hirsutism ("facial hair"), allergy to metals ("allergy to nickel"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), tooth loss ("dental problems"), device deployment issue ("essure device with one ring present on the right side and 2 to 3 rings present on the left side.") And oral infection ("she has an infection in her mouth"). The patient was treated with surgery (bilateral salpingectomy and essure device removal) and surgery (mini laparotomy with bilateral salpingectomy, lysis of adhesions,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, uterine pain, dyspareunia, fatigue, dysgeusia, alopecia, weight fluctuation, hirsutism, allergy to metals, vaginal haemorrhage, menorrhagia, tooth loss, nausea, weight increased, abdominal pain upper, device deployment issue and oral infection outcome was unknown and the rash had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, device deployment issue, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hirsutism, menorrhagia, menstrual disorder, nausea, oral infection, pelvic pain, rash, tooth loss, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 263 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - in april 2012: confirmed full occlusion surgical pathology report final pathologic diagnosis: a. Right fallopian tube, excision: benign fallopian tube segment. Intraluminal synthetic contraceptive device. B. Left fallopian tube, excision: benign fallopian tube segment. Intraluminal synthetic contraceptive device. Gross description a. Labeled right fallopian tube. Upon sectioning, there is a thin coiled metal wire consistent with a contraceptive device within the lumen. B. Labeled left fallopian tube. There is a 2.6 x 0.5 cm tubular structure consistent with fallopian tube without identifiable fimbria. Upon sectioning, there is a thin coiled metal wire consistent with a contraceptive device within the lumen. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event oral infection was added. Event tooth disorder was replaced by tooth loss. Patient, product & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). In 2013, the patient experienced dyspareunia ("pain during intercourse"), rash ("rashes / skin rash- outbreak") and nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), uterine pain ("uterine pain"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), hirsutism ("facial hair"), allergy to metals ("allergy to nickel"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems") and device deployment issue ("essure device with one ring present on the right side and 2 to 3 rings present on the left side."). The patient was treated with surgery (mini laparotomy with bilateral salpingectomy, lysis of adhesions,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, uterine pain, dyspareunia, fatigue, dysgeusia, alopecia, weight fluctuation, hirsutism, allergy to metals, vaginal haemorrhage, menorrhagia, tooth disorder, nausea, weight increased, abdominal pain upper and device deployment issue outcome was unknown and the rash had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, device deployment issue, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hirsutism, menorrhagia, menstrual disorder, nausea, pelvic pain, rash, tooth disorder, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 263 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: confirmed full occlusion . Surgical pathology report. Final pathologic diagnosis: right fallopian tube, excision: benign fallopian tube segment. Intraluminal synthetic contraceptive device. Left fallopian tube, excision: benign fallopian tube segment. Intraluminal synthetic contraceptive device. Gross description labeled right fallopian tube. Upon sectioning, there is a thin coiled metal wire consistent with a contraceptive device within the lumen. Labeled left fallopian tube. There is a 2.6 x 0.5 cm tubular structure consistent with fallopian tube without identifiable fimbria. Upon sectioning, there is a thin coiled metal wire consistent with a contraceptive device within the lumen. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Reporter and patient demographics were added. Lab data,concomitant disease were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, dental problems, nausea, weight gain, stomach pain and essure device with one ring present on the right side and 2 to 3 rings present on the left side were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), alopecia ("hair loss"), rash ("rashes"), weight fluctuation ("weight fluctuations"), hirsutism ("facial hair") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (bilateral salpingectomy and essure device removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain, uterine pain, dyspareunia, fatigue, dysgeusia, alopecia, rash, weight fluctuation, hirsutism and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hirsutism, menstrual disorder, pelvic pain, rash, uterine pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirmed full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and reported adverse events including severe pelvic pain and excessive bleeding (regarded as genital bleeding). On (B)(6) 2016 plaintiff underwent surgery (bilateral salpingectomy) and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), alopecia ("hair loss"), rash ("rashes"), weight fluctuation ("weight fluctuations"), hirsutism ("facial hair") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (bilateral salpingectomy and essure device removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain, uterine pain, dyspareunia, fatigue, dysgeusia, alopecia, rash, weight fluctuation, hirsutism and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hirsutism, menstrual disorder, pelvic pain, rash, uterine pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirmed full occlusion. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and reported adverse events including severe pelvic pain and excessive bleeding (regarded as genital bleeding). On (B)(6) 2016 plaintiff underwent surgery (bilateral salpingectomy) and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.